Event description:
It was reported that this pacemaker exhibited atrial undersensing. Boston scientific technical services (ts) was consulted and reprogramming options were recommended. Additionally, the right atrial automatic threshold (raat) test was found to be in suspended mode. No adverse patient effects were reported. At this time, this device remains in service.